Manufacturer narrative:
Approximate age of device ¿ 51 days. Manufacturers investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient expired on (B)(6) 2019 due to a massive hemorrhagic stroke, which was related to the anticoagulation therapy of the device. A computed tomography (CT) scan confirmed a hemorrhagic stroke. The device did operate as expected and the anticoagulation was within therapeutic range.